Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6) sigphandle-rfb, sig power handle sigphandle-rfb, (serial # (B)(6) sigpshell, sig power sigpshell control shell, (lot # unknown) onb12stf, onb12stf versaone opt 12 std trocar, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during an open whipple procedure, prior to patient contact, the device showed a yellow triangle with an exclamation point in the middle swimlane. The user reattached the same adapter twice and then got the green swim lame and was able to use the adapter successfully throughout firings in the case. It was noted that the same handle and shell were used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found there was blowout plate damage.